Event description:
It is reported that the glenosphere helmet fractured during insertion.

Manufacturer narrative:
Evaluation summary: this type of failure may occur if the helmet is removed from the glenosphere in a manner not consistent with the method described in the surgical technique. The instrument is designed to hold the glenosphere securely via the tabs. Excessive impact or bending loads placed on the tabs may cause this situation. The exact cause analysis cannot be determined with certainty. Evaluation: as returned, one tab has a section fractured away and the other tab is plastically deformed, pulling away from the helmet. Device history records indicate all components were manufactured and inspected to specification.